Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the belt clip broke and that the insulin pump kept alarming no delivery. The customer's blood glucose reading the previous day was 547 mg/dl due to the no delivery alarms, and she treated the high with her insulin pump. The customer stated that the alarm was resolved by a complete set change. The customer declined to return the set and reservoir for analysis. The product was not replaced or returned.